Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, bruising, whitish, feeling pressure and vascular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Haematomas. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm ultra xc. After the last injection in the right lower lip, swelling was observed and bruising appeared almost simultaneously both inside and outside of the mouth. Patient had been monitored at the clinic after the injection and was advised to go home and use an ice pack for the lips to reduce to the swelling. Patient was also given benpathen. Upon discharge, the patient had complained over the phone of their lips turning whitish and feeling pressure in their lips. A physician was consulted and it was suspected that it was a vascular occlusion. The patient was then advised to return to the clinic and was treated with hyalase. Patient returned to the clinic next day for a review with the consulting physician and additional treatment with hyalase and was also advised to take aspirin. Symptoms have resolved without any further complications.